Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion consistent with friction to another device or feature of the heart breaching the optim sheath only distal to the suture sleeve tie impression. The silicone tubing was not abraded in this location. Further analysis found two external insulation abrasions consistent with friction to the device can breaching the optim sheath only proximal to the suture sleeve tie impression. The silicone tubing was not abraded in these locations.

Event description:
This report is to advise of an event observed during analysis.